Manufacturer narrative:
The vessel sealer instrument associated with this event has not been returned to isi for failure analysis evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be if additional information is received. Based on the information provided, this event is being reported due to the following conclusion: during a da vinci assisted sigmoid colectomy procedure after using the vessel sealer instrument to sealing and cutting the patient experienced bleeding, however the surgeon used a bipolar cautery instrument to stop the bleeding. While there was no report of any patient, harm, adverse outcome or injury, recurrence of the reported failure mode could likely cause or contribute to an adverse event. MFR report 2955842-2016-00290 was submitted to the FDA regarding the 2nd vessel sealer instrument that was used during the surgical procedure.

Event description:
It was reported that during a da vinci assisted sigmoid resection procedure while using the vessel sealer instrument, at the end of the sealing cycle the site reported that they seen squirting blood observed from the patient's vessels. The site stated that the vessel sealer instrument sealed the tiny vessels however the larger vessels were not sealed. It was reported that the normal audio tones occurred confirming completion of the sealing cycle and there were no error messages generated during the sealing cycle. The site reported that this occurred while using two different vessel sealer instruments. No patient harm, adverse outcome or injury to the patient was reported. On april 1, 2016 additional information was received from the site's robotics coordinator regarding the reported event. According to the robotics coordinator, after the surgeon sealed unspecified vessels, it was noted that the sealed vessels opened and started to bleed. The surgeon used a bipolar cautery instrument to stop the bleeding. The robotics coordinator indicated that he does not know which vessels were not sealed; however, the size of the affected vessels were not > 7mm. The surgeon performed an inspection of the patient's vessels at the end of the instruments' cut cycles prior to cutting the vessels and the vessels appeared to be sealed. It is unknown how much blood the patient lost; however, the patient did not require a blood transfusion. There were no intra-operative or post-operative complications experienced by the patient.